Manufacturer narrative:
The actual complaint product was not returned for evaluation. A photo of the device was provided by the customer. The photo confirmed the reported incident; however, the root cause could not conclusively be determined. All information reasonably known as of 16 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The returned sample was examined showing that the tubing had signs of damages, breaking at the tip area. The separated/ broken piece was returned with the sample tube. Further examination and inspection was performed and appears that the tungsten weights portion of the bolus tip broke off from the entire tip. Under magnification (50x), the breaking points were examined and exhibited jagged appearance breaking points. Root cause could not be conclusively determined. All information reasonably known as of 18 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. A photo of the device was provided by the customer. All information reasonably known as of 28 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint.

Event description:
It was reported that the weighted end of the ng [nasogastric] tube had "broken off." The tube was removed including the weighted part "which was still attached by the smallest margin." No patient injury was reported. Additional information received 13-july-2020 indicated that "nj [nasojejunal] tube passed on a patient that required nj feeding. On x-ray to confirm tube position it showed that the 4.5cm of tube below the weighted part had broken. Nj tube removed once patient back from x-ray. The broken part of the tube was hanging on by a thread. Nil part of the tube remained in the patient." Patient required another nj tube to be passed and therefore a further x-ray to confirm position.